Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) but the lens did not unfold correctly. The surgeon did not like the way the lens entered the eye nor how the lens was positioned in the eye. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
No known impact or consequence to patient. Positioning issue. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).